Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and exhibited high thresholds as well as high and undefined pacing impedance. In addition, noise on the electrograms was noted with pocket manipulation. Initially reprogramming was done and subsequently the lead was explanted and replaced. No patient complications have been reported as a result of this event.